Event description:
The port has been implanted since 3/96. They infused tps daily, & did ivig antibiotics & blood draws every two weeks. Last week they encountered a problem and were unable to aspirate or infuse. Tried urokinase for 24 hrs and when they attempted it again, the needle popped off the infusion set.